Event description:
Reporter alleged there were black marks on the device and it looked as it has "been burnt". Reporter stated the device had been dropped or exposed to heat. Reporter did not provide any further information on the alleged incident. A request was made for the return of the suspect device and replacement product has been sent.